Event description:
The audible alarm was not working. The customer support engineer (cse) inspected the device and found the power cord and grommet unsecured with one of the connections to the power switch loose. The cse replaced the power switch as a precaution, and reconnected the power cord and grommet. The unit passed extended self testing. It is not verified that the alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.